Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ER was not functioning and remained on a disconnected state. Remote smart service also showed the device as offline. The customer attempted rebooting and unplugging the unit, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the machine was off the network. A field service engineer (fse) inspected that wall port showed a connection but no internet. The fse checked the network settings, which appeared correct, and tried dynamic host configuration protocol with no change. After comparing settings with another machine, the fse discovered that the domain name system (dns) addresses were different. The dns settings were corrected, and it successfully connected and synchronized. The system functioned as intended after the field service engineer repaired the device.